Manufacturer narrative:
(B)(4). MFR still awaiting additional info from customer. MFR still awaiting additional info from customer.

Event description:
This report is for pt 1 of 2. Health professional reports: hemochron elite system inr result 2.3. Two beckman acl advance system inr results 1.52 and 1.49. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.